Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "19 june 2025, the family found that the catheter could not drain the fluid, and the ascites drained well after local disinfection and flushing the catheter with saline. The reason for the failure of drainage was analyzed to be the blockage of blood clots at the mouth of the catheter, and this incident had no adverse effect on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "19 june 2025, the family found that the catheter could not drain the fluid, and the ascites drained well after local disinfection and flushing the catheter with saline. The reason for the failure of drainage was analyzed to be the blockage of blood clots at the mouth of the catheter, and this incident had no adverse effect on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".